Event description:
Pt's knee was revised on 4/8/94. All new components were put in, original surgery was done on 4/12/92. In both instances the tibial insert failed miserably. The hosp must be credited for the implant due to it's early failure. Tibial insert delaminated and fractured on the medial side.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.